Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The lesion was pre-dilated with an unknown size maverick balloon. The 80% stenosed ostial lesion being treated was located in the moderately calcified, non-tortuous proximal left anterior descending (lad) artery. While attempting to deploy a 4.00x32mm taxus liberte drug-eluting stent, the stent dislodged to the distal lad. The physician was able to retrieve the stent with a snare. The procedure was completed with a 5.0 liberte stent. Patient status reported as "stable."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the device history record (DHR) for this particular top assembly batch number found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device.bsc ID # a00098963/tw # 658637 h3 other text : product unavailable for analysis